Manufacturer narrative:
The manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is (B)(4). As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that during a lung biopsy procedure, the needle allegedly broken inside the patient. Surgical intervention was required to remove the needle. The current status of the patient is unknown.

Event description:
It was reported that during a lung biopsy procedure, the coaxial needle allegedly broken inside the patient. It was further reported that it was difficult to remove from patient. Surgical intervention was required to remove the needle. The current status of the patient is unknown.

Manufacturer narrative:
H10: the manufacturing location was selected as unknown due to system limitations. The manufacturing location for the mission product is bd-santo domingo. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation and no photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged break and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.